Manufacturer narrative:
The device was not returned for analysis. The production record and complaint record review history were not conducted because the part and lot number were not reported. Corrective and preventive actions (CAPA) review was conducted no manufacturing nonconformities that would have contributed to this complaint. Based on the case information, a conclusive cause for the reported device issue cannot be determined. The patient effects of hemorrhage, ischemia, transient ischemic attack, occlusion, and pseudoaneurysm are listed in the perclose proglide instructions for use (eifu), as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention, surgical intervention, and medication were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: date of event is estimated. D4: the primary UDI number is unknown as the part and lot number were not provided in the literature. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "suture-based vs. Pure plug-based vascular closure devices for va-ECMO decannulation¿a retrospective observational study."

Event description:
In this study, the aim was to compare the efficacy and safety of suture-based to pure plug-based vascular closure devices for va-ECMO decannulation. The procedural outcome of patients with suture-based perclose proglide closure devices was compared to patients with manta plug-based closure devices. Adverse effects potentially related to the proglide device included: severe residual bleeding, ischemia, pseudoaneurysm, occlusion, unspecified device issue which would require additional closure method. Required interventions included: blood transfusion, surgical intervention, treatment with medication, surgical suturing, manual compression, use of another closure device. It was concluded that based retrospective analysis, we propose that plug-based vascular closure should be the preferred option for va-ECMO decannulation. This hypothesis should be further tested in a randomized trial. Specific patient information is documented as unknown. Details are listed in the article, titled "suture-based vs. Pure plug-based vascular closure devices for va-ECMO decannulation¿a retrospective observational study."